Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm due to unresponsive buttons. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating button error and blank display from the insulin pump. The customer's blood glucose was 320 mg/dl. The customer stated that her pump is not working and there is a low reservoir alarm. The customer mentioned that she pressed escape and nothing happened. The customer stated that the screen had 6.53 units left of insulin. The customer stated that she took the battery out and the screen went blank. The customer declined to troubleshoot for blank display and high blood glucose readings.